Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and one test strip were provided for investigation where they were tested using a lin 3 control. Testing result (lin 3 range = 4.1 - 6.8 inr): result 1: 5.3 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs pst meter serial number (B)(4). The reporter could not confirm if the patient used a different finger for each meter test. At 9:09 a.m., the patient¿s meter result was 6.8 inr. At 10:02 a.m., the patient¿s meter result was 7.2 inr. At 10:22 a.m., the patient¿s meter result was 2.9 inr. The results were reported to the patient's doctor, and a half pill of warfarin was skipped due to the results. The customer¿s therapeutic range is 2.0- 3.0 inr.